Event description:
Caller reported a malfunction on a pump, identified by a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to call back if the issue occurred again, which the caller acknowledged and understood.